Event description:
During an unknown procedure, staples malformed at 2nd firing. Same defect occurred 2 times in a row. A third like device was used to complete the case. There was no patient consequence.